Event description:
A harmonic scalpel instrument's active blade broke off while operating and could not be located. It was unclear whether the tip was within the abdomen or not. The room was searched, and x-rays were performed. The first image showed the tip at the patient's midline (inside or outside abdomen not determined) a second x-ray was taken and the tip was no longer visualized and unable to be located, inside or outside of the body (suction equipment was x-rayed as well). Final images of the patient were taken, confirming the tip was not inside of the abdomen and the procedure was completed.